Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 40 mg/dl. Due to fainting, the customer fell and hit his head. Paramedics administered glucose gel to address bg. Customer alleged event was caused by insulin stacking (use error; not a pump issue). No additional information was provided.